Event description:
Report received that the pump powered itself off with no audible alarm while operating on dc power. The pump was returned to the biomedical department with an unsigned note that read, "it does not work." The note did not provide any tracking info; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump was infusing for an estimated "minute" prior to powering itself off for an estimated "2 seconds" and then powered itself back on. Reportedly, the pump did not alarm prior to powering itself off. After powering itself back on, the pump continued to infuse at the intended programmed settings. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.